Event description:
It was reported that the right atrial (ra) lead had high/unstable/unmeasureable thresholds. The lead was capped. During the procedure, there was a question of the replacement ra lead being damaged/bent during the implant attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that no bend was observed on the lead.